Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the viper universal poly driver (p/n: 279734000, lot #: mi59798) was returned and received at us cq. Upon visual inspection, the distal tip of the t20 driver shaft was broken and the broken fragment was not returned. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the shaft near the broken tip was measured to be 3.92 mm. This is within the specification of 3.92+/-0.03 mm. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. Mis si quick connect poly screwdriver. Mis si quick connect poly screwdriver. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the viper universal poly driver (p/n: 279734000, lot #: mi59798). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi59798 was released in a single batch. Batch1: lot qty of 61 units were released on 14 jul 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had an unknown procedure in iliac on (B)(6) 2020 and during the procedure tip of the driver was broke off. All fragments were removed, and the procedure was completed without further issue. There were no patient consequences reported. Concomitant medical products: expedium cfs/7×50mm (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).